Event description:
It was reported by dealer that the batteries expanded, causing the battery box to expand and now they can not be removed from the base. Dealer is also asking for a new charger. The recall is in the process for this issue, but is not open as of now.